Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm and a gas loss in iab circuit alarm. It was also noted that the arterial pressure could not be obtained. There was no patient harm or adverse event reported.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm and a gas loss in iab circuit alarm. It was also noted that the arterial pressure could not be obtained. The iab was removed after approximately three days of therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated field(s): describe event or problem, serial #, initial reporter, device available for eval, return to manufacture date, device evaluated by manufacturing?, device not evaluated provide code reference complaint #(B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood found on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter but it was not a maquet product. The extender and pressure tubing and were also returned. A kink was found on the catheter tubing approximately 76.2cm from the iab tip. Additionally a kink was found on the non-maquet sheath tubing that kinked through the catheter tubing and inner lumen approximately 50.5cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and no leaks were detected. A sensor output test was performed and the sensor was found to be within specification. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported sensor failure & unable to monitor arterial pressure cannot be confirmed by the evaluation. Additionally the evaluation determined a kinks in the catheter. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat the alarm in the laboratory setting, a kink in the catheter can cause inflation difficulty or an alarm. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.